Event description:
Staff opened a 6 ml monoject syringe as they were preparing for a case. After the syringe was removed from its hard plastic case and as the staff were preparing to draw up medication, they noted that a stray piece of plastic was present and partially occluding the end of the syringe. It appears that the machine that makes this device did not cleanly separate the syringe from the device mold. No patient was involved and staff were not injured. The packaging for this device was discarded. However, product in this area is from the same lot number (720908).